Event description:
It was reported that the left ventricular lead had no capture at a threshold of 5 volts. There was capture at 8 volts but lost capture at 6 volts. It was also reported that the patient was showing signs of heart failure. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead had repositions. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.